Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, an issue related to the thermistor was observed. The device's thermistor was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the thermistor. The thermistor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the thermistor failing was due to intermittent short between the two channels.